Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the ECG electrodes were non- functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem; (ECG electrodes non-functional) was confirmed. As received, the belt failed the ECG electrode fall-off test. Upon evaluation, the cable connecting ECG c and ds was pulled from strain relief and the brown (lead 1-) and blue (+5v) wires were broken off the connector. The cause of the failure was the broken wires. The root cause of the broken wires was due to excessive force placed on the cable. No adverse event resulted from the defective electrode belt.